Event description:
On (B)(6) 2012, four (4) reports were provided to pfm with similar problems and they were split into four separate cases (ref MDR#203582-2012-00010 through 203582-2012-00013). The distributor had provided info on these 4 reports all on the same day instead of submitting them as info became available. The second case stated the following complaint: "PICC began leaking within two (2) hours after insertion; PICC had to be replaced."

Manufacturer narrative:
The following reviews were conducted and their respective results were found: there is no impact to current inventory as no further shipments are planned to be sent to the complainant. A review of similar complaints was conducted as far back as 2008 and it revealed that no similar complaints of this nature had been reported to pfm. In 2011, pfm manufactured/solid 2,195 6f triple lumen piccs. The risk of "cracked valve" and "catheter leak" was identified in the risk analysis. A DHR review revealed that the quality records for use are complete and in order. No non-conformities are associated with this lot. The suspected/failed device was not returned to pfm. Therefore, we were unable to test the actual failed device. Instead, piccs from a similar lot were tested. Following 3 days of simulated use, no cracking, crazing or leakage of fluids was observed. The tested samples all passed; none of the samples leaked when fluids were infused through the injection port. Due to not having the actual failed device for testing, and testing on inventory samples all passed. Pfm is unable to determine the root cause of the failed device. Pfm will continue to monitor future incident of this kind.